Manufacturer narrative:
One medfusion pump was received with no external damage. The event history log was reviewed and there was a check clutch/travel reverse error in the history. Multiple flow and occlusion tests were performed and the reported issue could not be duplicated. The customer's reported issue of check clutch / plunger error was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. A preventative maintenance was performed.

Event description:
Information was received indicating that a smiths medical medfusion pump had a travel reserve error. It was unknown if there was any patient involvement. There was no reported adverse event.